Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, on excision of a sarcoma on the thigh, when clipping the vessel around the excision site, the clips were able to load properly into the jaws at any point during use and fired from the device. When the surgeon was at the middle of using the device, it just locked and would not fire again. The scrub nurse got another one and the surgeon finished the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied. Functionally; the handles were cycled, and the device jammed. The instrument was disassembled to reveal the pusher bar link was disengaged. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the disengaged pusher bar link may occur when excessive force is applied to the handles during or after the firing cycle causing the link to disengage. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.